Event description:
Minute, pi-sized hole discovered in clear plastic tubing of blue port adjacent to blue hub connection. Defect noted during dialysis. Defect resulted in difficulty for dialysis process.